Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) lens was implanted but the doctor changed diopter and the lens was explanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not retuned to the manufacturing site. Without the return of the lens, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no deviations identified that were related to the event in the production order. There were no non conformances identified in the review. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.